Manufacturer narrative:
Due to additional information received, this report is being submitted for the updated field describe event or problem (b5), in section b -adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) report source (g2), in section g - all manufacturers.

Event description:
It was reported that the an atrial fibrillation occurred. It was reported that a farawave was selected for use during a clinical procedure. It was reported that a patient experienced an atrial fibrillation (a fib) recurrency, and had to be hospitalized, medication was required. Electrical cardioversion (shock) and IV/im medication change/adjustment was needed. Also, electrocardiogram, laboratory tests (blood test). The general practitioner (gp) sent the patient with af, lasting for more than 24 hours to the clinic ambulance. The patient was admitted on the hospital on (B)(6) 2025 and discharged home on (B)(6) 2025 respectively. Device used are not expected to be returned. It was further reported that an electrocardiogram was done in (B)(6) 2025 and on (B)(6) 2025 and the patient was discharged home on (B)(6) 2025.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the an atrial fibrillation occurred. It was reported that a farawave was selected for use during a clinical procedure. It was reported that a patient experienced an atrial fibrillation (a fib) recurrency, and had to be hospitalized, medication was required. Electrical cardioversion (shock) and IV/im medication change/adjustment was needed. Also, electrocardiogram, laboratory tests (blood test). The general practitioner (gp) sent the patient with af, lasting for more than 24 hours to the clinic ambulance. The patient was admitted on the hospital on (B)(6) 2025 and discharged home on (B)(6) 2025 respectively. Device used are not expected to be returned.